Manufacturer narrative:
The instrument has not been returned to isi for failure analysis. Therefore, the root cause of the reported failure cannot be determined. A follow up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that fragments broke off and fell inside the patient. The broken fragments were retrieved and no harm, adverse outcome or injury was reported. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the shaft of the 8mm monopolar curved scissor instrument broke off into 3 large pieces and part of the plastic fell inside the patient. The broken fragments were retrieved and x-rays were performed. There was no report of patient harm, adverse outcome or injury. Intuitive surgical inc. (Isi) attempted to contact the initial reporter for additional information, however, no further details were obtained as of the date of this report.